Event description:
After receipt of additional information, it was determined this product was reported under the incorrect MFR#. It is now being reported on in 0002648920-2019-00236.

Manufacturer narrative:
After receipt of additional information, it was determined this product was reported under the incorrect MFR#. It is now being reported on in 0002648920-2019-00236.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona tibial tray, catalog #: unk, lot #: unk. Unknown persona femoral, catalog #: unk, lot #: unk. Report source - foreign: event occurred in (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-07090. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent persona ps procedure and was subsequently revised to rhk due to instability, damaged joint capsule, loose tibia due to adipositas per magna. During the procedure, it was discovered, that the spine of the inlay was fractured. Due to "instense" bleeding of the joint capsule, spine could not be retrieved.